Manufacturer narrative:
The reported event was confirmed. The syringe was evaluated and observed no abnormalities on the returned sample as per reported event. No conditions found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[shape configuration and principles] bard silver lubri-sil foley tray consist of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves."

Event description:
It was reported that there was a defect on the syringe. The user said that it was unable to inject water. It was later reported from medicon on 18-jan-2019 that the user had difficulty pushing water out of the syringe to inject.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a defect on the syringe. The user said that it was unable to inject water. It was later reported from medicon on 18-jan-2019 that the user had difficulty pushing water out of the syringe to inject.